Event description:
It was reported that the patient is experiencing an increase in seizures and can no longer feel their magnet stimulation. It was noted that the patient had been weaned off several medications recently. A battery life calculation (blc) was attempted for the generator. The blc was unable to be completed due to a lack of programming history. No other relevant information has been received to date.

Event description:
Later, it was reported that the device was noted to be at 50-75% battery life during their most recent clinic visit. Everything was noted to be normal upon interrogation; indicating that diagnostics were likely ok.